Event description:
A 58-year-old male patient with newly diagnosed glioblastoma (gbm), began optune gio therapy on (B)(6) 2024. Novocure was informed on july 16, 2024, that the patient fell the night before and sustained a skin laceration on the top right side of his head that required staples. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, the patient's spouse confirmed that the patient was wearing the device at the time of the fall, although, it did not contribute to the fall. Reportedly, the patient was outside and lost his balance on uneven steps. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Additional note: manufacturing date of tfh201957 is july 07, 2016.